Manufacturer narrative:
The device was not returned for analysis. Analysis will not be required as additional information was received indicating there was no device malfunction or adverse event associated with this device issue. Corrections: h6: health effect, impact code: code 4641 was removed and code 2199 was added. H6: medical device problem code: code 4001 was removed and code 2993 was added.

Event description:
Subsequent to the initial report, additional information was received. It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 14f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the sutures of two (2) prostyle devices were pre-placed. The tavi procedure was completed. Hemostasis was not achieved with the pre-placed prostyle sutures although the suture knots were advanced to the vessel wall. An attempt was made with three (3) additional prostyle devices; however, hemostasis was still not achieved. The reported information stated that it is likely that the devices failed due to the artery being calcified. There was no other reported device issue. A vascular surgeon was contacted whom performed surgical closure of the access site. The patient required a red blood cell transfusion. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. As per the instructions for use when the pre-close technique has been used for a large hole closure, additional proglide devices can be used to achieve hemostasis: "if acceptable hemostasis is not observed [after advancing knots], additional perclose proglide smc devices may be deployed at this point." As the pre-close technique was used, the physician can use as many proglide devices that are needed to achieve hemostasis; however, the physician opted for cut down surgery to achieve hemostasis. An initial report has been filed; therefore, a final report will filed. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
Study patient ID#: (B)(6). It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a proglide device after a transcatheter aortic valve implantation (tavi) interventional procedure using a 14f sheath. Reportedly, an attempt was made with five (5) proglide devices; however, hemostasis was not achieved. The reported information stated that it is likely that the devices failed due to the artery being calcified. There was no other reported device issue. A vascular surgeon was contacted whom performed surgical closure of the access site. The patient required a red blood cell transfusion. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.